Manufacturer narrative:
Testing and investigation found evidence of burning to the ac receptacle. During testing the device did not power up on ac or battery power. The cases and power supply were removed. A new power supply was installed. The device powered up successfully on ac and dc power. Further examination of the power supply printed circuit board found evidence of fluid ingress. The probable cause for the electrical spark and burning smell was due to fluid ingress on the power supply printed circuit board from use in the customer environment.

Event description:
The customer contact reported that there was an electric spark seen and a burning smell from the ac receptacle of the device, while plugged into ac power. There was no patient involvement. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that there was an electric spark seen and a burning smell from the ac receptacle of the device, while plugged into ac power. There was no patient involvement. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.